Event description:
The product was used during an unspecified procedure. Reportedly, the staples did not form properly and the jaws did not close properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.